Event description:
Medtronic received information that pre-implant, it was noted that the native aortic valve annulus was heavily calcified with the calcium extending deeply into the left ventricular outflow tract (lvot). During the implant of this transcatheter bioprosthetic valve, the first valve (B)(4) was deployed low 8mm with moderate paravalvular leak (pvl) and poor hemodynamics of no diastolic separation of 0mmhg and left ventricle end diastolic pressure (lvedp) high at 39mmhg. Post balloon aortic valvuloplasty the pvl did not improve and a decision was made for second valve (B)(4) valve-in-valve implantation. The patient hemodynamics improved but the pvl on echocardiogram remained at moderate via angiogram. No treatment was given. No additional adverse patient effects have been reported.

Manufacturer narrative:
Without the return of the product, no definitive conclusion can be made regarding the clinical observation. Should the product be returned, a follow-up report will be submitted. Based on the information provided, the reported moderate paravalvular leak (pvl) that required placement of a second valve was likely related to patient anatomy. Implant technique is often dependent on patient anatomy. The procedure was successfully completed with no adverse patient effects reported. Potential factors that can influence a low implant include tension applied on the delivery catheter system (dcs) during positioning, calcification levels in the native vessel, compliance of the aorta and native vessels. The root cause for this report could not be established from the information available. (B)(4).